Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the alleging the insulin pump was under delivery as well as insulin pump was not vibrating. The customer¿s blood glucose level was 350 mg/dl at the time of incident and current blood glucose level was 93 mg/dl. The customer treated with the insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the drive support cap was normal. Customer stated that they performed self test and the test was failed. Customer was declined to discontinue insulin pump use. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device received with all operating currents within specific and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0880 inches. No possible over or under delivery anomaly noted. No audio or beep anomaly noted during testing. (B)(4).